Event description:
The hcp reported that the pt may be experiencing "underdose". The hcp had removed the contents of the pump as she was concerned that the pt may have received lioresal 500 mcg/ml instead of the usual 2000 mcg/ml "that she has been on for quite some time". The pt had been receiving 930 mcg/day. The pump was refilled 2 days earlier. The pt currently has a urinary tract infection and is on antibiotics. No volume discrepancy was reported. No follow-up will be possible as incomplete info provided at the time of the report.